Manufacturer narrative:
Report source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was a loss of stimulation sensation with the implant. With regards to any environmental/external/patient factors that may have led or contributed to the issue, there had been no reported changes, only regular use. It was verified that stimulation was on with the patient programmer. The patient increased and decreased stimulation, and also turned the device on and off. The patient still reported no stimulation sensation. There was no reported return of symptoms. The patient was advised to work with their doctor to address their concerns. The issue was not resolved as of (B)(6) 2020. No surgical intervention occurred. The patient was alive with no injury. The issue occurred during normal use.